Event description:
This rv lead was implanted on (B)(6) 2010, and remains implanted at this time. A call was placed to technical services on (B)(6) 2018, stating that there was a red alert for out of range impedance on this lead. The physician was dr. (B)(6) at (B)(6) medical center in (B)(6). No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).